Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100732926. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition of device may have been due to a potential placement error during implant procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulty accessing the inflatable penile prosthesis (ipp) pump. During the subsequent surgical procedure, the physician determined that the pump had been positioned too high within the scrotum during the original implantation, limiting proper device function. Additionally, the reservoir was found to have been placed slightly too superficially. Both the pump and the reservoir were replaced. No patient complications were reported.